Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and uterine infection ('uterine infection') in an adult female patient who had essure (batch no. A36522) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation increased, hot flashes, night sweats, cold intolerance, constipation, seizures, cervical dysplasia, vaginal discharge, contact dermatitis, eczema, kidney stone, pneumothorax, bulimia, multigravida, parity 1, premature delivery and spontaneous abortion. Gravida 4, para 1, preterm 1, abortions 2, living children 2. Previously administered products included for an unreported indication: oral contraceptive nos and lortab. Concurrent conditions included menorrhagia, uterine cramps and irregular menstruation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), abdominal pain lower ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), abdominal distension ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), urinary tract infection ("infection: uti"), vulvovaginal mycotic infection ("infection (other): yeast infection"), migraine ("migraine/headaches/ migraines"), feeling abnormal ("psychological or psychiatric problems: brain fog"), mood swings ("psychological or psychiatric problems: mood swings"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety"), acne ("rashes/skin conditions: acne/ allergic or hypersensitivity reaction- type: acne"), abdominal pain ("pain/ pain abdominal"), pelvic pain ("pain pelvic"), dyspareunia ("painful intercourse/ pain"), back pain ("back pain"), arthralgia ("joint aches/ pain"), dysgeusia ("allergic or hypersensitivity reaction- type: metallic taste") and peripheral swelling ("other injury (ies) or complication(s)- please describe : swelling in legs and feet") and was found to have hormone level abnormal ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). The patient was treated with ibuprofen. At the time of the report, the pelvic inflammatory disease, uterine infection, tooth disorder, hormone level abnormal, dysmenorrhoea, abdominal pain lower, abdominal distension, urinary tract infection, vulvovaginal mycotic infection, migraine, feeling abnormal, mood swings, depression, anxiety, acne, weight increased, weight decreased, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysgeusia and peripheral swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, hormone level abnormal, migraine, mood swings, pelvic inflammatory disease, pelvic pain, peripheral swelling, tooth disorder, urinary tract infection, uterine infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: 2007, (B)(6) 2012 discrepancy noted: as per mr, on (B)(6) 2013 hsg reveals patency on right side only. As per pfs, on (B)(6) 2013 hsg result states total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: essure coils in right and left fallopian tubes in good position, producing appropriate bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysmenorrhea, abdominal pain. Most recent follow-up information incorporated above includes: on 23-aug-2019: plaintiff fact sheet and medical records received: incident category updated. Lot number added. Event ¿ injury¿ was replaced with events given in the sd. Events added-hormone level abnormal, tooth disorder, dysmenorrhoea, abdominal pain lower, abdominal distension, urinary tract infection, vulvovaginal mycotic infection, uterine infection, pelvic inflammatory disease, migraine, feeling abnormal, mood swings, depression, anxiety, acne, weight increased, weight decreased, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysgeusia, peripheral swelling. Treatment and historical products added. Medical history and concurrent conditions added. Lab details added. Insertion details updated. Reporter information, patient details, product indication updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and uterine infection ('uterine infection') in an adult female patient who had essure (batch no. A36522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation increased, hot flashes, night sweats, cold intolerance, constipation, seizures, cervical dysplasia, vaginal discharge, contact dermatitis, eczema, kidney stone, pneumothorax, bulimia, multigravida, parity 1, premature delivery and spontaneous abortion. Gravida 4, para 1, preterm 1, abortions 2, living children 2. Previously administered products included for an unreported indication: oral contraceptive nos and lortab. Concurrent conditions included menorrhagia, uterine cramps and irregular menstruation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), abdominal pain lower ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), abdominal distension ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), urinary tract infection ("infection: uti"), vulvovaginal mycotic infection ("infection (other): yeast infection"), migraine ("migraine/headaches/ migraines"), feeling abnormal ("psychological or psychiatric problems: brain fog"), mood swings ("psychological or psychiatric problems: mood swings"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety"), acne ("rashes/skin conditions: acne/ allergic or hypersensitivity reaction- type: acne"), abdominal pain ("pain/ pain abdominal"), pelvic pain ("pain pelvic"), dyspareunia ("painful intercourse/ pain"), back pain ("back pain"), arthralgia ("joint aches/ pain"), dysgeusia ("allergic or hypersensitivity reaction- type: metallic taste") and peripheral swelling ("other injury (ies) or complication(s)- please describe : swelling in legs and feet") and was found to have hormone level abnormal ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). The patient was treated with ibuprofen. At the time of the report, the pelvic inflammatory disease, uterine infection, tooth disorder, hormone level abnormal, dysmenorrhoea, abdominal pain lower, abdominal distension, urinary tract infection, vulvovaginal mycotic infection, migraine, feeling abnormal, mood swings, depression, anxiety, acne, weight increased, weight decreased, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysgeusia and peripheral swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, hormone level abnormal, migraine, mood swings, pelvic inflammatory disease, pelvic pain, peripheral swelling, tooth disorder, urinary tract infection, uterine infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: 2007, (B)(6) 2012 discrepancy noted: as per mr, on (B)(6) 2013 hsg reveals patency on right side only. As per pfs , on (B)(6) 2013 hsg result states total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: essure coils in right and left fallopian tubes in good position, producing appropriate bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and uterine infection ('uterine infection') in an adult female patient who had essure (batch no. A36522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation increased, hot flashes, night sweats, cold intolerance, constipation, seizures, cervical dysplasia, vaginal discharge, contact dermatitis, eczema, kidney stone, pneumothorax, bulimia, multigravida, parity 1, premature delivery and spontaneous abortion. Gravida 4, para 1, preterm 1, abortions 2, living children 2. Previously administered products included for an unreported indication: oral contraceptive nos and lortab. Concurrent conditions included menorrhagia, uterine cramps and irregular menstruation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("hormonal changes: painful menstrual cycle, excessive cramping and bloating/ dysmennorhea (cramping)"), abdominal pain lower ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), abdominal distension ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), urinary tract infection ("infection: uti/ uti"), vulvovaginal mycotic infection ("infection (other): yeast infection"), migraine ("migraine/headaches/ migraines"), feeling abnormal ("psychological or psychiatric problems: brain fog"), mood swings ("psychological or psychiatric problems: mood swings"), depression ("psychological or psychiatric problems: depression/ psych injury"), anxiety ("psychological or psychiatric problems: anxiety/ psych injury"), acne ("rashes/skin conditions: acne/ allergic or hypersensitivity reaction- type: acne"), abdominal pain ("pain/ pain abdominal/ abdominal pain"), pelvic pain ("pain pelvic/ pelvic pain"), dyspareunia ("painful intercourse/ pain/ dyspareunia (painful sexual intercourse)"), back pain ("back pain"), arthralgia ("joint aches/ pain"), dysgeusia ("allergic or hypersensitivity reaction- type: metallic taste"), peripheral swelling ("other injury (ies) or complication(s)- please describe : swelling in legs and feet"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes: painful menstrual cycle, excessive cramping and bloating"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). The patient was treated with ibuprofen. At the time of the report, the pelvic inflammatory disease, uterine infection, tooth disorder, hormone level abnormal, dysmenorrhoea, abdominal pain lower, abdominal distension, urinary tract infection, vulvovaginal mycotic infection, migraine, feeling abnormal, mood swings, depression, anxiety, acne, weight increased, weight decreased, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysgeusia, peripheral swelling, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, peripheral swelling, tooth disorder, urinary tract infection, uterine infection, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: 2007, (B)(6) 2012 discrepancy noted: as per mr, on (B)(6) 2013 hsg reveals patency on right side only. As per pfs , on (B)(6) 2013 hsg result states total bilateral occlusion. Plaintiff received treatment for dental problems, weight gain, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: essure coils in right and left fallopian tubes in good position, producing appropriate bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysmenorrhea, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Events menorrhagia (heavy menstrual bleeding), hypersensitivity, vaginal infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.